Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. However, the insulin pump functioned properly and passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump had cracked case on the display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a hospitalization due to becoming immune to insulin. The customer stated she did not blame the insulin pump. The customer also reported a button error alarm and a no delivery alarm. The customer's blood glucose level was 330 mg/dl. The customer's symptoms included nausea, light headedness, vomiting, and sensitivity to bright light. The customer was wearing the device at the time of admission. The cause per the doctor was diabetic ketoacidosis. The customer was treated with insulin via IV and with manual injections. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that due to troubleshooting, the device should be replaced, and was informed to return the malfunctioning device back for analysis.